Event description:
Customer reported an issue with the dpm 6 monitor's display, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Unit has been returned to the company's repair center and is currently being evaluated.